Event description:
Information received indicates the brake pedal comes out of brake if the bed is leaned on.

Manufacturer narrative:
The technician replaced the brake detent and adjusted the casters to repair the bed.